Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress. (B)(4).

Event description:
This is a regulatory report from (B)(4)of aseptic peritonitis in a (B)(6) female patient, coincident with extraneal viaflex therapy. This report was received by (B)(4)health authority and forwarded to baxter (B)(4). On (B)(6) 2009, the patient began treatment with extraneal viaflex (used from (B)(6) 2010), 1800ml once daily, intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2010, the patient was diagnosed with aseptic peritonitis, manifested by abdominal pain and effluent which was cloudy, hyper cellular, and with abundant fibrin. The catheter was obstructed, leading to impossible drainage. On an unreported date, the patient was hospitalized. On an unreported date, the patient began treatment with large spectrum antibiotics vancomycin and ceftriaxone(doses, routes and frequencies were not reported) and unspecified "catheter unblocking." On an unreported date, the patient recovered with no sequelae. It was not reported whether extraneal or physioneal were ongoing.